Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with cervical spinal cord injury underwent cervical posterior fusion at c3/4/5/6.intra-op, the surgeon inserted screws at c3/4/5/6 and placed rods. He decided to use mas crosslink at c5 because there was no space to place rod crosslink. The surgeon engaged the mas crosslink set screw to the inserted screws, performed final tightening and placed mas crosslink then engaged mas crosslink locking screw to the mas crosslink set screw. When the surgeon was tightening the mas crosslink locking screw firmly, the hex part of mas crosslink set screw at the c5 left side was broken and the surgeon could no longer pull the crosslink out. The surgeon tried to place mas crosslink from the c5 right side to the c4 left side but same event occurred at the c4 left side. Mas crosslink was used for c5 (both left and right), and left side of c5 was broken. Therefore it was switched to mas crosslink m. However the same thing happened (broken). The screw was lms. No patient complications were reported as a result of this event.